Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a gastric band procedure before inserting the band in the pt a leak test was performed using sterile water and the band showed an air leak. The procedure was completed with a same like device. There was no pt consequence reported.